Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that instruments were found to be chipped and cracked. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned devices show signs of repeated use and are nicked/gouged. Additionally, the pads are fractured and not all fractured pieces were returned. The device history records were reviewed and no discrepancies were identified. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The reported device is used for treatment. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02723.